Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and a button was not working. Customer's blood glucose was 170 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump received with button error alarm, and no button response due to corroded keypad traces. No frozen screen was noted. The pump also had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.